Event description:
It was reported that the customer was hospitalized twice for high blood glucose. The mother also reported that the insulin pump alarmed no delivery several times. The blood glucose reading was 490 mg/dl. Troubleshooting was performed. The programming was correct. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.